Event description:
It was reported that post-op of a laparoscopic colostomy take down, the pt was brought back to the or as the bowel had obstructed into the port site. This occurred at the primary port site in the left lower quadrant. The surgeon sutured the site closed and the pt is stable. There have been no additional consequences for the pt. The device was discarded. Ees risk mgr contacted the surgeon for further info: "the surgeon indicated she had no difficulties with the devices used during the procedure and does not attribute this outcome to any of the devices. The port was located lateral to the colostomy incision. She sewed it closed and did not need to perform a bowel resection. The pt has not returned for any post op follow up and she assumes the pt is doing fine."

Manufacturer narrative:
Date sent: 11/03/2009. Device was not returned for evaluation. Evaluation summary: as a lot number was not received, a device history review could not be performed.